Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer also reported that they did not hear the insulin pump when they received an alarm. The customer's blood glucose was 165 mg/dl at the time of incident. The customer performed self-test. The customer stated that they could barely hear the sound during the self-test. The insulin pump will be returned for analysis.